Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was experiencing low blood glucose (bg), as low as 39 mg/dl, for a 24 hour period. She noted that the patient felt weak with low bg and did not feel well all day. The reporter stated that the lows were treated with candy and juice, but that the patient's bg would not come up to target range even after treating. The reporter stated that the pump was set with a temp basal rate of "off" for eight hours, and that the patient's bg would be monitored. The reporter declined troubleshooting of the pump at the time of the call because the patient was asleep. Customer support attempted to obtain follow up and troubleshooting information, without success. The pump is not being returned and there has been no further reported incident. This complaint is being reported due to the patient's alleged hypoglycemia while using insulin pump therapy, and because the pump could not be ruled out as a cause or contributor to the reported incident.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the data from the date of the complaint had been overwritten due to continued patient use. An ez-prime operation was performed with no difficulties noted. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.